Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urge incontinence. Patient stated that she was feeling out of it yesterday. Additional information reported 3 days later that patient had been in the hospital. She also mentioned that she had turned her stimulation to high and was uncomfortable. She lowered it and was now comfortable. The issue reported was not resolve at the time of this report. There were no further symptoms or complications reported or anticipate.